Manufacturer narrative:
The investigation of this complaint has been completed. Our field service engineer investigated the system on site. A leakage was found. The additional fresh gas outlet valve was found faulty and was replaced. The system was thereafter successfully tested. The replaced part was retained by the customer and was not returned for investigation. Our conclusion is that the reported failure was caused by the replaced part, but the exact root cause has not been determined since the part was not returned for investigation.

Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015, before implementation of UDI in manufacturing.

Event description:
It was reported that the measured oxygen concentration in the anesthesia system deviated from the set concentration. There was no patient involvement. Manufacturer's reference #: (B)(4).